Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 4 days of data 17dec2020 ¿ 21dec2020 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms on 18dec2020 from 21:40:52 to 21:41:38 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system without any issues during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 13aug2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, low voltage hazard, backup battery fault, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had a low voltage/no external power event starting on (B)(6) 2020 at 21:40-21:41 while using the mobile power unit (mpu). The mpu lost total power and the backup battery was enabled until power restored to the mpu. It was unknown whether the mpu had a v-lock connector on the a/c power cord, whether the power cord came loose at the wall/outlet or the back of the unit, or whether there were any environmental circumstances that would have affected a/c power at the time of the event. The mpu was not returned.